Manufacturer narrative:
Insulin pump passed the displacement test but prime or fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to loose drive support disk. No low battery alert noted during test. Pump received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life, lost insulin pump setting, date and time during battery was change, crack on top corner of insulin pump screen, multiple priming needed to get tubing to fill. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.